Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2021-06515. It was reported that the patient's leads had migrated. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention on (B)(6) 2021 wherein the migrated leads were repositioned back. During the procedure, the physician was unable to reposition the second lead due to patient's anatomy, it was explanted and only one lead was repositioned back into place. It is unknown which lead was explanted. Effective therapy was established post-op.